Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was cut in the tubing of a patient line extension set during use of peritoneal dialysis therapy. The patient was placed on antibiotics as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a cut approximately four and a half (4 ½) feet from the shrouded connector causing a leak. Functional testing included underwater leak testing and clear passage testing. The tubing leaked from the cut. The reported issue was verified. The cause of the cut in the tubing was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.